Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. Reportedly, during calibration bg values were not entered promptly and calibration was performed while the receiver displayed the error reading symbol. Additionally, the patient used more than one bg meter during their sensor session. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracies could not be confirmed. A root cause could not be determined. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.